Event description:
The customer reported that she got a yeast infection 6 months after beginning to use the medela breast pump. The customer was treated by a physician and given oral medication, and anti fungal cream. The doctor recommended the customer try new pieces with her pump, which the customer did, and nothing changed. The customer then spoke to a lactation consultant and thinks she may have used the wrong size breast shields.

Manufacturer narrative:
Medela quality was unable to make contact with the customer. The file was forwarded to a medela clinician. A medela clinician spoke to the customer on (B)(6) 2012, at which time the customer confirmed that she has been on anti-fungal oral and topical medications from her doctor. The customer developed shooting pain in her breast while nursing the baby and the doctor has put her on a 10 day course of antibiotics. The customer had no fever or other symptoms. Customer was advised by the clinician to replace her normal flora in the gut which is depleted by antibiotic use and increases the risk of recurring yeast infections. Customer was given cleaning instructions for her pump part, bottles, nipples and baby pacifiers. The issue was resolved as the customer continues under her doctors care. Should additional info or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed. We will monitor complaint for similar issues. Medela acknowledges that this report is being submitted late. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.